Event description:
It was reported by the customer "mediport leaking from y site (crack)" add info rcvd 01/24/2023: patient reported leaking after take-home 48hr 5fu infusion. After assessment, the crack was found at the bifurcation on the mediport tubing at the proximal site. The mediport needles are secured with a tegaderm dressing that comes in our mediport access kits.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgsfc085 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in united states.

Event description:
It was reported by the customer "mediport leaking from y site (crack)." Add info rcvd 01/24/2023. Patient reported leaking after take-home 48hr 5fu infusion. After assessment, the crack was found at the bifurcation on the mediport tubing at the proximal site. The mediport needles are secured with a tegaderm dressing that comes in our mediport access kits.

Event description:
It was reported by the customer "mediport leaking from y site (crack)". Add info received on (B)(6) 2023: patient reported leaking after take-home 48hr 5fu infusion. After assessment, the crack was found at the bifurcation on the mediport tubing at the proximal site. The mediport needles are secured with a tegaderm dressing that comes in our mediport access kits.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of crack in the y-site hub is confirmed and the cause appeared to be supplier related. A 20ga x 3/4¿ w/y-site powerloc max safety infusion set was returned for evaluation. The sample showed signs of use with contaminants inside the tubing, the safety mechanism is engaged, and the tubing is clamped. Injection end caps are attached to each hub. A longitudinally aligned crack is visible in the y-site between the molding knit line. The crack occurred between the two weld lines, a feature in the material that occurs during the molding of the y-site component. The device involved in the reported event is a supplied component, and the supplier has been notified.